Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint: dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate, region: france, product / system application product (sap): 1729904 aquacel foam nadh (12.5x12.5cm) 1x10pk eur, lot: 5h00035, date of manufacture: 01aug2025, complaint reference: record in database, sterilisation: (B)(4) 14aug2025, batch size: (B)(4). Database was received from france reporting: a patient with bilateral lower limb lymphoedema and a leg ulcer located above the malleolus was treated with aquacel® extra¿ as the primary dressing and aquacel® foam non-adhesive 12.5 × 12.5 cm as the secondary dressing. Dressings were changed daily due to rapid saturation. After three days of treatment (corresponding to the second application of aquacel® foam non-adhesive), the patient experienced intense nocturnal pruritus. Erythema confined to the area of the foam dressing was observed, along with micro-ulcerations and small droplets of exudate on both the wound bed and peri-wound skin. The nurse modified the treatment protocol. A topical corticosteroid (nerisone®) was applied. The primary dressing (aquacel® extra¿) was continued. The secondary dressing (aquacel® foam non-adhesive) was discontinued and replaced with a superabsorbent/system application product (sap) dressing (vliwasorb®) applied over aquacel® extra¿. By the following day, pruritus, micro-ulcerations, and exudate droplets had resolved. Residual erythema and the ulcer remained. For material 1729904 batch 5h00035, the lot was manufactured on 01aug2025and sterilised under (B)(4) 14aug2025. (B)(4) was reported as impacted in the complaint within the batch of (B)(4). No photograph was provided by the complainant to demonstrate the issues described. No physical samples were returned to convatec for evaluation. The assessment was therefore limited and solely on description available. A full batch record review was completed for lot 5h00035. All quality control (qc) inspections and final release activities were recorded as acceptable. No material-related or packaging-related issues were documented. Good manufacturing practice (gmp) compliance records confirm appropriate gowning, environmental monitoring, and adherence to defined procedures during the production period. No corrective and preventive actions (CAPA) or nonconformances were raised in relation to production order 1848196. No process deviations or packaging-related nonconformances were identified for lot 5h00035. No additional complaints have been assigned to batch 5h00035during the 12-month lookback review. A broader material-level review for material 1729904 aquacel foam nadh (12.5x12.5cm) 1x10pk eur identified no further complaints with malfunction within the previous 12-month review period. The current complaint relates to one primary unit reported to cause reaction for patient. The total batch size was (B)(4). Distribution data indicates the all units were released and distributed with no additional feedback of similar issues. Given the low occurrence rate ((B)(4) reported event out of (B)(4), the complaint frequency remains extremely low relative to the total manufactured quantity. The available evidence does not suggest a systemic or batch-wide manufacturing issue. There was no evidence of correlated deviations, common defect signatures, or recurring mechanisms linked to the manufacturing process. Across the full manufactured population of (B)(4): only one complaint related to handling insufficient for wound exudate has been received. Batch record review, in-process inspections, and device history checks identified no deviations, no recurring issues, and no process-related trends. The observed defect rate (B)(4) remains well below the notional (B)(4) acceptable quality level (aql) limit, confirming no indication of loss of process control. Based on work instructions (wi) risk assessment criteria, the event does not represent increased risk to patient safety, device performance, or regulatory compliance. In alignment with work instructions (wi), there was no evidence of a systemic failure mode, recurring defect signature, or risk escalation that would necessitate corrective and preventive actions (CAPA). Therefore, corrective and preventive actions (CAPA) was not required, and the complaint will continue to be monitored through routine post-market product monitoring and trend review processes. No physical sample or photograph was available; therefore, the complaint could not be objectively confirmed through sample evaluation, and the assessment was limited to the information reported. Batch record review for lot 5h00035 identified no manufacturing, packaging, sterilization, or release abnormalities, and no related deviations, nonconformances, corrective and preventive actions (CAPA), or complaint trend were identified. Exudate management assessment: aquacel foam dressings are designed to manage exudate and protect peri-wound skin. The instructions for use state that the dressing should be changed when clinically indicated and should not be allowed to become over-saturated. In this case, the patient presented with a highly exuding leg ulcer in the context of bilateral lower limb lymphoedema, requiring daily dressing changes due to rapid saturation. The need for frequent dressing changes indicates that the volume of exudate likely exceeded the functional absorption capacity of the aquacel foam dressing. Following discontinuation of aquacel foam and replacement with a superabsorbent (sap) dressing (vliwasorb), the reported exudate-related observations improved. This supports that the initial dressing selection was not optimal for the level of exudate present. Based on the available information, the reported performance was most consistent with use in a clinical scenario where exudate levels exceeded the functional capacity of the dressing, rather than a failure of the product to meet its intended performance. Patient reaction assessment: the complaint also describes localized erythema, pruritus, and micro-ulcerations confined to the area of application of the aquacel foam dressing. These symptoms resolved following discontinuation of the foam dressing, while the primary dressing (aquacel extra) was continued without issue. The patient has a reported history of sensitivity to multiple wound dressings, supporting the likelihood of a patient-specific hypersensitivity or intolerance reaction. The instructions for use (material 1714576v1) state that aquacel foam dressings should not be used on individuals who are sensitive to the dressing or its components. IFU states that ¿aquacel foam was designed to manage exudate and protect peri-wound skin¿. Also states: dressing removal: a. The dressing should be changed when clinically indicated (the dressing should not be allowed to get over saturated) or if it becomes damaged/soiled. No physical sample or photographic evidence was available to confirm a product defect, and no batch-related issues were identified during the batch record review. Based on the available information, the reported skin reaction was most consistent with a patient-specific response, rather than a manufacturing or material defect. Based on the available information, no evidence of a manufacturing, material, or batch-related defect was identified for lot 5h00035. The complaint was most consistent with: exudate levels exceeding the functional capacity of the selected dressing in a highly exuding wound, and a patient-specific sensitivity or intolerance reaction to the foam dressing. No similar complaints or trends were identified during batch and product-level review. In accordance with the complaint investigation requirements outlined in work instructions (wi), there was no evidence of a systemic failure mode or recurring defect that would necessitate escalation to corrective and preventive actions (CAPA). No corrective and preventive actions (CAPA) was required. The complaint will continue to be monitored through routine complaint trending and the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
It was reported by a nurse that a patient with bilateral lower limb lymphoedema and a leg ulcer located above the malleolus was treated with the company's known dressing as the primary dressing and the company's foam dressing as the secondary dressing. The dressing was changed daily due to rapid saturation. After three days of treatment, corresponding to the second application of the company's foam dressing, the patient experienced intense nocturnal pruritus. Erythema confined to the area of the foam dressing was observed, along with micro-ulcerations and small droplets of exudate on both the wound bed and peri-wound skin. The nurse modified the treatment protocol by applying a diflucortolone valerate. The primary dressing was continued, while the secondary dressing was discontinued and replaced with a known superabsorbent polymer (sap) dressing applied over the company's known dressing. By the following day, the pruritus, micro-ulcerations, and exudate droplets had resolved, although residual erythema and the ulcer remained. Patient also suffered from bed sores, ulcers, burns. At the time of reporting, the patient tolerated only the company's known dressing. The duration of use was one day. No photograph is available at this time.

Manufacturer narrative:
(B)(6). Treated with aquacel® extra¿ as the primary dressing and aquacel® foam non-adhesive 12.5 × 12.5 cm as the secondary dressing. Name of the topical corticosteroid - nerisone®. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.